Event description:
It was reported, that the picture of the subject device stuttered, when the camera head cable is moved. The issue was found, during setup. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some disturbances in the image were found. The cable is twisted and not watertight. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.